Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became black when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the severely calcified left anterior descending artery.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became black when the device was used, and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.